Event description:
Patient had a total knee replacement. A continuous passive motion (cpm) machine was ordered as tolerated. Six days later, at 5:15pm, nursing documented that the cpm was set at 75 degrees flexion. At 9:00pm the patient alleges that he turned on the cpm and it worked fine. At 10:30pm, for unknown reasons, the cpm started to flex to 120 degrees. The patient alleges he tried to turn the machine off by pushing buttons and it would not turn off. He also alleges that he did not touch any buttons prior to the malfunction. The patient complained of knee pain, was medicated and ice was applied. The cpm machine was sequestered.